Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, while the physician was advancing the balloon catheter toward the rhv, he noted that there appeared to be an extra piece of material on the guide wire distal to the tip of the balloon catheter. Analysis of the returned device revealed that the tip of the balloon catheter had become detached. The balloon was not used on the pt, and no pt injury was reported.